Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were experiencing a zapping in the tater bug every time they bent over and it hurt. They stated they had recently had too much to drink and had a fall. They stated the fall was bad enough that their left hip was bruised and they hurt their shoulder. During their recent urology visit the healthcare provider stated that it looked like the device had shifted and was poking out. It was clarified that it was not poking out of the skin, the healthcare provider described it as being farther out than the others they had seen. The patient stated their healthcare provider had them stop taking vesicare to see if the medication did or did not help. They stated the night prior they began peeing themselves and called the healthcare provider to ask to start taking the medication again. They were able to confirm the device was on the call. It was also noted the sensation stopped when they turned stimulation off and they had experienced a return of symptoms. No further complications were reported or anticipated.